Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The scope was cleaned and store in an eds8 getinge dryer/cabinet and olympus is the customer¿s maintenance company. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The scope was sterilized after each procedure within 48 hrs. Using perazijn and ed flow v2 getinge sterilization machine.

Event description:
The customer reported to olympus, the oes bronchofiberscope was used on a patient with tuberculosis, and after use on this patient, the scope was found leaking and was sent for repair. It was reported that since the problem was scope leaking, no microbiological testing was performed. The customer cleaned the scope as well as possible (manually) and sent the scope in for repair. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device and noted no deviations from the device instructions for use (IFU). The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the control unit mouthpiece was leaking and the bending section cover was found to have a cementing defect. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.